Manufacturer narrative:
Per- (B)(4) initial report. Additional information and the return of the reported device was requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be requested and reviewed.

Event description:
Revival proximal body trial would not disengage correctly from the distal component. Excessive force was required to remove the trial.

Manufacturer narrative:
Per - (B)(4) final report; functional testings were performed which did not reveal any anomaly: no excessive force was necessary to remove the device. The origin of the complaint may be related to a misuse. Based on this, corin now considers this case closed.

Event description:
Revival proximal body trial would not disengage correctly from the distal component. Excessive force was required to remove the trial.